Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise over sensing which led to pacing inhibition. The physician elected to cap and replace the rv lead on (B)(6) 2025. The patient was stable throughout the procedure.